Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to drawer failure. A field service engineer installed a new drawer, resulting in a complete power loss at the station. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system had a drawer failure. The customer reported that the user was attempting to replace a drawer because one of the drawers was unable to close properly. There was a 'pop' sound, similar to a short circuit, and then the machine stopped working. It can turn on again, but there was a burning smell. There were no adverse events or injuries reported based on this incident.